Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient experienced gradually increasing pain, stiffness, aching, difficulty with mobility, popping, and extreme fatigue. Prior to left hip revision (reported in a separate complaint), patient's metal levels were high, and she is still being monitored for her right hip. Doi: (B)(6) 2007, dor: none reported (right hip). Patient is a resident of (B)(6). Update (3/26/2013): patient fact sheet was received. The part/lot numbers have been updated and the head has been added. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2007, dor: none reported (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint investigation concluded that the event was related to the asr platform which was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. This name of the device is not part of the asr family however it did form part of the joint. Construct. There was no allegation of deficiency with this device. The was no allegation of a deficiency with this device, however this device form part of the joint construct. The complaint investigation concluded that the complaint was related to the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Ongoing post market surveillance is conducted per our procedures for this product. Root cause category: no product problem. Additional narrative: added: dob and age, brand name, common device name, procode, catalog, lot # and UDI, concomitant medical products, device manufacture date and patient and device codes. Patient code: no code available (3191) used to capture the device revision or replacement.

Event description:
After review of medical record patient was revised to address painful right total hip replacement with metal-on-metal large head articulation and probable loose femoral stem. Revision notes stated that there was fluid and was evacuated, it was dusky gray in color. The femoral head was dissociated with the trunnion.